Event description:
The iab was inserted into the pt on 9/5/97. The iab leaked. Blood was noted in the tubing and the iab was removed. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 9/11/97.) (Pt's current status: unk - rpt'd 9/11/97.)